Manufacturer narrative:
The device has been returned and will be analyzed. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was taken out of the field representatives bag for an implant, was interrogated and displayed safety mode. The device was sent back for analysis. No patient involvement.